Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product disp.trocar sleeve. During an esophageal procedure, this product was used into the intercostal area. During surgery, when the doctor was moving, it was broken. Broken piece fell into the body and was retrieved, and they used another trocar and the surgery was finished safely. The patient was safe. An additional x-ray was required to confirm that the piece had been retrieved. The adverse event/malfunction is filed under aag reference (B)(4). Involved components ek236su - disp.trocar thrd.w.dilating pin 12/110mm.

Manufacturer narrative:
Manufacturer site evaluation: we received a complaint about two broken disposable trocars. Two trocars are available for investigation decontaminated. Investigation: vigilance investigator carried out the pictorial documentation visually. Trocar "a": the distal end of the trocar is fractured and has been taped for reconstruction. Furthermore, the cross slot valve and the blinding protector of the included ek002su are damaged. Trocar "b": the distal end of the trocar is fractured. Furthermore the proximal end and the holding clamp of the valve ek002su is fractured. A product safety case has already been initiated and several tests and investigations have been performed. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on the information available it is not possible to determine one possible root cause of the failure, we assume a manufacturing, a design related or a combination of multiple factors. Rationale: please refer to psc and CAPA. Corrective action: please refer to psc and CAPA.